Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient was brought to the operating room with a broken gamma 3 11mm x380mm nail 125 neck angle and distal 5mm interlocking screw. The broken implants were extracted and replaced with a zimmer natural nail 13mm x 400mm 125 degree. There was non-union the patient was only a couple weeks post op.

Manufacturer narrative:
A timely MDR submission was attempted on (B)(6) 2015 during a cdrh emdr system outage. Per the questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff , resubmitted on (B)(6) 2015. FDA failed for postal code. Resubmitted on (B)(6) 2015.

Event description:
It was reported that patient was brought to the operating room with a broken gamma 3 11mm x380mm nail 125 neck angle and distal 5mm interlocking screw. The broken implants were extracted and replaced with a zimmer natural nail 13mm x 400mm 125 degree.there was non-union the patient was only a couple weeks post op.